Event description:
The customer has observed high bias for the immulite 2000 prostate specific antigen (psa) on biorad controls when using reagent lot 381. There were no known reports of patient intervention or adverse health consequences due to the high bias results for psa when using reagent lot 384 on the immulite 2000 instrument.

Manufacturer narrative:
Siemens has investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 has been confirmed. An urgent field safety notice (ufsn) - ufsn (B)(4) immulite/immulite 2000/immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The ufsn states that customers are to discontinue use of the product and discard affected kits remaining in their inventory. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.